Event description:
Epidural catheter being placed for pain control during labor. Pt arched back during contraction and catheter sheared. Approximately 3 inch segment retained in the psoas muscle. Dates of use: one day in 2007. Diagnosis or reason for use: administration of pain medication.